Manufacturer narrative:
Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(4) 2017 a field service engineer (fse) found that the g8 instrument was sampling correctly, but was not mixing the hemolysis & wash solution with the sample. The fse found that the tubing was out of the wash bottle. The fse replaced the cap, so that the tube will not pull out. The fse also found that the syringe-l locking set screw was loose; therefore, full of amount of hemolysis and wash solution was not being mixed into the well. The fse tightened and checked all fittings. The fse then proceeded to run quality controls and precision, which obtained acceptable results. The instrument was performing within specifications. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 26-aug-2016 through 26-sep-2017. Three (3) similar complaints for syringe-l errors were identified during the searched period, which includes this event. The g8 operator's manual under chapter 6, troubleshooting, indicates that 706 syringe-l error message is generated when an operation error in syringe-l occurs. The operator is instructed to inspect the syringe-l. The most probable of the reported event was due to loose syringe-l locking set screw.

Event description:
On (B)(6) 2017 a customer reported getting 706 syringe-l error message while running patient samples on the g8 instrument. The customer reported that patient results were missing total area and peaks. The customer is unable to run patient samples on hba1c. On (B)(6) 2017 a field service engineer (fse) went on-site to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results..

Manufacturer narrative:
(B)(4) per exemption number e2017013. Report source: under the above section "user facility" was incorrectly selected. The only report source is "health professional".

Event description:
N/a.